Manufacturer narrative:
The provided picture of the roller assembly shows that the wheels including the holder were still connected to the hose and that one wheel showed significant wear and tear. This could be caused by mechanical stress. Siemens local service replaced the roller assembly on the concerned unit. The investigation is on-going. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
It was reported to siemens that one of the wheels from the support cable for the luminos agile max fell from the ceiling when the monitor (dcs) was moved. There are no injuries attributed to this event.

Manufacturer narrative:
Investigation of the available images showed extreme signs of wear at the roll of the cable holder. It caused the c-clip snap ring to become loose. The root cause of the extreme wear is unknown. The other cable holders were checked; no issues or any other defects were found. Due to the severe wear and damage of the roll, it is assumed that there was an excessive mechanical load on the cable holder with the defective roll. The only possible cause could have been an unusual axial load caused by pulling on the cable loops. To prevent this issue from recurring, cables and cable routing should not be pulled. User should pay attention to ensure that the cable does not loop and get caught. The issue at the concerned site was resolved by siemens local service. The defective part was replaced.